Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient reported that the battery lights on the recharger are scrolling up and down continuously. Patient stated that they let it sit on the dock for an hour and the green light comes on but the battery bars are still scrolling. An email was sent to the repair department to replace the device.

Manufacturer narrative:
H6: analysis of the wireless recharger (B)(6) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.